Event description:
During surgery, the generator shut down (powered down) multiple times. Rebooting fixed the issue but surgeon eventually switched to e lectrocautery to complete case.

Event description:
During surgery the generator shut down (powered down) multiple times. Rebooting fixed the issue but surgeon eventually switched to electrocautery to complete case.

Manufacturer narrative:
(B)(4). Eval, method, results: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation process: unit received in fair condition with deep scratches on front panel overlay and minor surface imperfections. Internal visual inspection revealed nothing moving or broken in unit. Unit delivered rf energy correctly into fixed resistors. This unit has a older version of software installed that is known to have issues that explain the behavior observed in the ¿reason for return.¿ the rf controller is overly sensitive to noise such that, when delivering energy, it can conclude that the split-foil patient return pad is peeling up (even when it isn¿t.) During noisy conditions, it sends a message to the ucb that the return pad is peeling off and shuts off power. The ucb, however, didn¿t respond correctly to this message: it would keep sounding as though it was still delivering energy. Revised software is less susceptible to false-positive reports that the pad is peeling up, and correctly exhibits an e3 fault when a ¿pad peeling up¿ message is received. Root cause: the reported problem of generator shutting down could be replicated by increasing the patient pad impedance while delivering energy: energy would shut off but the system would still make noises as though it was delivering energy. Software upgrades (ref dcr 2375) will address this known-issue. (B)(4).